Event description:
Neuro procedure on (B)(6) 2015; facility reports the filter retention plate was not intact when the aesculap container was opened for the case. The set was declared unsterile and replacement set had to be retrieved. No patient injury. Surgical delay of fifteen(15) minutes. No additional intervention was needed.

Manufacturer narrative:
Manufacturing site evaluation: product was not available for evaluation. Based on a review of complaint history; there does not appear to be systemic issue. Without product for complete investigation, a root cause can not be determined. The described failure may be related to use/handling. No corrective or preventive action is required at this time.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going at manufacturing site.